Event description:
A user facility reported that one (1) patient sustained burn marks on the face area following hair removal with a lightsheer desire xc handpiece laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient information, treatment settings and patient photographs of the sequela. Reasonable attempts by phone and email were made to obtain the information; however no information was received from the facility. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated manufacturer's specifications. A review of the subject device labeling found that the subject device IFU states: "the following complications and side effects may also be observed: burns". Absent patient treatment record, treatment parameters and patient photographs lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment or to determine a cause. Insufficient information was provided to lumenis to determine the seriousness of the patient's reported sequela; therefore lumenis is filing this MDR.